Event description:
The customer stated that he tested his blood glucose using his contour meter and an elite meter. The contour read 400 mg/dl, while the elite read 103 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.